Event description:
Per the field clinical specialist (fcs), approximately 4 years and 10 months post transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 valve, the patient underwent a valve in valve procedure using a 23mm sapien 3 ultra resilia valve due to stenosis and moderate to severe aortic insufficiency. During the procedure, a severe central leak was noted. Per echo assessment one of the leaflets was defective. A second 23mm s3ur valve was implanted successfully with no leak and a mean gradient of 5mmhg. Per medical record review, approximately 4 years and 9 months post-implantation, transesophageal echocardiography (tee) revealed severe structural valve degeneration (svd) characterized by leaflet calcification, immobility of 2 out of 3 leaflets, a mean gradient of 48 mmhg, aortic valve area (ava) of 0.7 cm2, and moderate-to-severe valvular aortic regurgitation (ar) with two regurgitant jets. A valve-in-valve (viv) tavr was performed using the unicorn technique and balloon aortic valvuloplasty (bav) to split the left coronary leaflet, followed by implantation of a 23mm sapien 3 ultra resilia (s3ur) valve. Despite optimal positioning, severe central valvular ar was observed post-deployment, attributed to malcoaptation of the new valve leaflets. No deployment issues or leaflet obstruction were identified. A second 23mm s3ur valve was subsequently implanted (valve-in-valve-in-valve, viviv) with successful resolution of the regurgitation. Final hemodynamics showed a peak-to-peak gradient of 4 mmhg and a mean transvalvular gradient of 5 mmhg, with no evidence of perivalvular or valvular regurgitation or pericardial effusion.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2025 07634.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The reported events were confirmed based on provided medical records. As reported per the clinical case review, "despite optimal positioning, severe central valvular ar was observed post-deployment. No deployment issues or leaflet obstruction were identified." The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h10; added the related report number in the correct field.